Manufacturer narrative:
Investigation results: device technical analysis upon receipt at our post market quality assurance laboratory, a visual and tactile examination identified no issues with the shaft of the device. The device was returned with the stent partially deployed. The stent was noted to be damaged on the distal end. The investigator was unable to deploy the stent, due to solidified blood, so the device was soaked in a water bath at a temperature of 37 degrees celsius over night to help soften the blood. The device was removed from the bath and the stent deployed without any issue. No other issues were identified during the product analysis. Device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review a review of the carotid monorail device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
Reportable based on device analysis completed on 27apr2026. It was reported that stent partial deployment occurred. The 60-70% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. During the procedure, the stent was placed across the lesion. Upon deployment to more than 50%, the stent was not opening from distal end. Deployment was attempted several times but still unsuccessful. The stent was withdrawn and was fully re-constrained during withdrawal. There were no patient complications as a result of this event. However, device analysis revealed that stent was damaged on the distal end.